Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim alleges that the patient was revised on 8/10/2010 to address a failed asr hip prosthesis. Update - (B)(4) 2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The unknown asr hip was changed to a femoral head and acetabular cup. There is no new additional information that would affect the investigation. Update - (B)(4) 2013 - litigation alleged the asr hip was explanted due to pain, difficulty ambulating, muscle loss, tissue destruction, and other injuries due to excessive levels of chromium and cobalt. There is no new information that would change the outcome of this investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Legal claim alleges that the patient was revised on (B)(6) 2010 to address a failed asr hip prosthesis. Update summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The unknown asr hip was changed to a femoral head and acetabular cup. There is no new additional information that would affect the investigation. Update litigation alleged the asr hip was explanted due to pain, difficulty ambulating, muscle loss, tissue destruction, and other injuries due to excessive levels of chromium and cobalt. There is no new information that would change the outcome of this investigation.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim alleges that the patient was revised on (B)(6) 2010 to address a failed asr hip prosthesis. Update 02/24/2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The unknown asr hip was changed to a femoral head and acetabular cup. There is no new additional information that would affect the investigation.